Event description:
I donated blood at (B)(6), at 10 am, (B)(6). The blood draw team was not setup when the donors arrived. The woman leading the team was agitated, and unfortunately, she was the one who drew my blood. After gaining access to the vein, she repeatedly moved the catheter in and out, I have no idea why. The woman also left the tourniquet on my arm the entire time of the blood draw, I noticed the same thing was done to the man donating next to me. I did not see any tubes drawn for testing which is standard procedure, and when a different woman came to remove the line from my arm, she said that yes 3 tubes were drawn, an obvious lie. My arm has been sore for 3 days now, which has never happened while donating before, and I have a large are of bruising in my antecubital area approximately 5 inches in diameter, this also has never happened before. Tourniquets are only supposed to be used to expose and access veins, they are not to be kept on the extremity for more than 2 minutes at a time, however my tourniquet, was on at least 8-10 minutes, as was the man donating next to me. This is medically contra indicated, and (B)(6) is putting blood donors at risk for bruising, blood clots, nerve palsy, tissue necrosis, and hematomas.